Event description:
It was reported that during a pci procedure, the liberte stent came off of the delivery device within the guide catheter. The device was withdrawn without incident, and the procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status was reported as "in good condition." Add'l info has been requested regarding this event but is not available.

Manufacturer narrative:
H6. Device has not been returned for analysis as of the date of this report.